Manufacturer narrative:
Correction: h11 updated typo identified in summary of complaint investigation. Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity criteria and acceptance criteria for all four analytes resulting in a disposition of pass. Customer data review: the customer data was reviewed for the reported false positives with logs attached to the ticket. The runs associated with the reported samples were valid, as no error codes were generated for the samples or abbott quality control. The false positive samples exhibited low amplification in comparison to completed positive controls, indicating a weak positive signal. The curves appeared as expected for low and negative samples. No evidence of environmental testing or cleaning was provided; therefore, a contamination issue cannot be ruled out. Sample and reagent preparation or handling may also impact the consistency of the results. Quality data review: device history record (DHR) review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lot. A part specific CAPA review was also performed for part 9n79 which did not identify any related records. Complaint history review a lot specific and part specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Additionally, complaint trending was reviewed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity criteria and acceptance criteria for all four analytes resulting in a disposition of pass. Customer data review: the customer data was reviewed for the reported false positives with logs attached to the ticket. The runs associated with the reported samples were valid, as no error codes were generated for the samples or abbott quality control. The false positive samples exhibited low amplification in comparison to completed positive controls, indicating a weak positive signal. The curves appeared as expected for low and negative samples. No evidence of environmental testing or cleaning was provided; therefore, a contamination issue cannot be ruled out. Sample and reagent preparation or handling may also impact the consistency of the results. Quality data review: device history record (DHR) review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lot. A part specific CAPA review was also performed for part 9n79 which did not identify any related records. Complaint history review: a lot specific and part specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Additionally, complaint trending was reviewed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 414712 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00189.

Event description:
Customer reported observation of a false positive result on the rsv target when running the alinity m resp-4-plex assay. Customer called to report one sample, first run on (B)(6)2025, (sid: (B)(6) which returned a low-level positive result (cycle number (cn) of 38.65) and generated an "unusual" amplification curve. Initial result was positive; however, the customer repeated the sample and generated a negative result (repeated on same instrument, same day). Results analysis showed no indication of instrument related issue, supported by field service engineer (fse) analysis. No error bias observed for amp detect unit (adu) or pipettors and no indication of system solutions dispense issues. There are no indications of negative control reactive in recent tests for this target. Customer reported a second low positive sample (sid (B)(6) run on (B)(6) 2025, which returned a positive result at cn 40.84. Sample was then re-rerun generating a negative result. Amplification curve appears non-sigmoidal. There was no report of impact to patient management.